Event description:
This is the first of two reports (same product ID, same incident, sam pt). This report is in regards to the first nosecone. During use, the activation did not stop even if the activation switch was released the user realized the abnormal condition and replaced with a new one. However, the same incident occurred with the replaced cem nosecone within minutes. There was no pt injury reported. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.